Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) as well as medical history were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been requested for evaluation but has not been explanted, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use (dfu-0069) warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. Allergic-like reactions to pla materials (plla, pldla) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is explanted and returned and/or additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the patient that there has been pain ever since the original surgery almost two years ago with increasing pain over the past several months. The patient describes the shoulder as not level with the other shoulder. When relaxing the shoulder, a burning and tearing sensation is felt; the shoulder feels too tight. The patient had an MRI and the results showed much damage to the joint and a tear. Follow up with the reporter provided additional information that a dermatologist was seen for a skin rash described as red bumps, warm, and painful to touch; the rash comes and goes with fever and chills. The patient received a cream to treat the affected area on the arm. The patient was also referred to an allergist. Revision surgery is scheduled to remove the suture; the implant may also be removed from the bone at that time. No further patient or event information was provided at the time this event was reported.